Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/1.0/129 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as device. Reportedly, the doctor put the lens in patient's eye as instructed by ocos and it went to high vault. Therefore, doctor thinks there should be a problem with the product or with ocos.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).